Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically. The patient was noted as being dependent. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.